Event description:
It was reported that during a thr procedure, performing the femoral prep the #8 anthology broach broke at the proximal end, which did not allow the neck angle to seat on the broach prior to trialing. All pieces were recovered. Length of delay is unknown. Smith & nephew backup device was available. No impact or injury to patient.